Event description:
It was reported that "patient has a burn at ground pad site."

Manufacturer narrative:
The hospital at this time is retaining the actual device. Attempt has been made to obtain photos of the incident and to date have not received any photos, or additional information regarding complaint. Our quality engineer will do a device history record review and an investigation with information obtained thus far. When completed investigation is received, I will file a supplemental report.